Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-0014: a facility reported that the headrest of the mayfield ultra base unit (a2101) seems to be slipping after secured and tight. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit was received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. Units 6-inch transitional member was replaced due to worn teeth. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. Root cause - complaint confirmed via inspection of the unit. Unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.